Event description:
Patient additionally reported "started experiencing mild discomfort in breasts, causing pain" and "noticed asymmetry/deformation."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left side device is ruptured", "visibly swollen" and "sagging and deformed." The device remains implanted.

Event description:
Patient reported "left side device is ruptured", "visibly swollen" and "sagging and deformed." The device remains implanted.